Event description:
A continuous positive airway pressure device (CPAP) allegedly failed after a pt fell on top of the unit. The failure reportedly rendered the device inoperative and resulted in a void in its top enclosure. No pt harm or injury occurred as a result of the fall or the device failure.

Manufacturer narrative:
The device associated with the reported product problem has been returned and an investigation of the reported event has been initiated. A follow-up report will be filed when the investigation is complete.